Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -12.50. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.50 diopter in the patient's right eye (od) on (B)(6) 2015. The lens was inserted upside down. The lens was removed and exchanged with another lens, same model and size. No adverse event was reported. Patient's last visit on (B)(6) 2015, ucva was 20/20.